Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer stats during a check discovered fry the unsheathed ECG cables. No patient involvement per the customer.